Event description:
Pt reported the infusion device display is blank and the light functions. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested to be returned for evaluation. The infusion device was evaluated, and the complaint can be verified. The display is electronically defective due to a temporary short circuit. Humidity entered the electronic compartment of the infusion device through a leaky soft component of the menu and check buttons, and this led to the malfunction of the display. It is not possible to further operate the infusion device as the lcd display can be misinterpreted and is temporarily not legible. The soft components of the menu and check buttons are cracked.